Event description:
It was reported that during the reprocessing of a da vinci mega suturecut needle driver instrument, broken wires were observed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one grip close cable was broken at the distal idlers. The cable segment stuck out at the wrist. The idler pulley spun freely and did not exhibit damage. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.